Event description:
After hysteroscopy had been performed the uterus was curretted and cervix dilated to allow easy entrance of the novasure. Novasure probe was then placed into the uterine cavity without difficulty, the cavity assessment was performed and was passed then the novasure was enabled, unable to pass through the cervix another novasure probe was used and the procedure completed. Dates of use: ablation was 81 seconds. Diagnosis or reason for use: excessive and frequent menstruation.